Event description:
The customer reported that the system displayed intermittent low ma errors on the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube. The unit is operating as intended.